Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a 26mm sapien 3 ultra valve in the aortic position, after removal of the 14f esheath, hemostasis was n complete with the perclose device and a angioseal was attempted. Pulsatile flow was noted, and it wi reported that the angioseal may have caught and broke the perclose sutures. A surgical repair was performed, and the patient was stable throughout the procedure. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).